Event description:
It was reported that the patient was not able to make adjustments both with and without the antenna attached. The patient no longer felt stimulation as she normally did. This happened to the patient in the past. The patient had frequent urination and felt like she had a urinary infection. The patient went to the urologist and they could not connect to the implantable neurostimulator (ins) with either the patient or physician programmer. A manufacturing representative came and could not connect to the device either, so it was determined that the device was dead. The patient had the battery for four years. The patient was going to get the ins replaced the week following this report. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v609383, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).